Event description:
Inability to straight her leg [joint range of motion decreased] swelling [swelling nos] stiffness [stiffness] pain [pain nos]. Case narrative: the case is linked with 2020sa042057 (multiple device) initial information received on 13-feb-2020 from united states regarding an unsolicited valid serious case received from other health professional. This case involves a 51 years old female patient who experienced inability to straight her leg, swelling, stiffness and pain, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. On an unknown date, the patient received first of the series injections of hylan g-f 20, sodium hyaluronate (lot: 9rsp012a, 31-may-2022) (dose, frequency, route, indication: unknown) and then received a second injection of hylan g-f 20, sodium hyaluronate bilaterally (site not provided). After the first injection, patient had no problems. On an unknown date after the second injection, (latency: 2 days) patient experienced inability to straight her leg, swelling in right knee, stiffness in right knee and pain in right knee. Intervention was required for all the events. As a corrective treatment, patient received methylprednisolone (medrol dosepak) and that helped relieve her symptoms on an unknown date. The healthcare professional informed that patient would not be continuing the series of injections. Action taken: drug withdrawn for all events. Corrective treatment: methylprednisolone (medrol dosepak) for all events. Outcome: recovered/resolved for all events. Product technical complaint (ptc) was initiated with global ptc number 100023421 on 14-feb-2020 for product. Batch number; 9rsp012a device not returned. The production and quality control documentation for lot 9rsp012a expiration date may-2022 was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot batch record review & lot frequency analysis for lot 9rsp012a no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 21feb2020 there are 3 complaints on file for lot# 9rsp012 and all related sublots. 3 complaints are on file for lot# 9rsp012a: (1) adverse event report, (1) plunger defect, (1) leakage. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 19-mar-2020. Follow up information received on 13-feb-2020 from other healthcare professional. Global ptc number was added. Additional information was received on 21-feb-2020 from healthcare professional. Lot number for the suspect was updated. Clinical course updated. Text amended according. Follow up information received on 21-feb-2020. No new information. Follow up information received on 28-feb-2020 from healthcare professional. No new information. Additional information was received on 19-mar-2020 from healthcare professional. Global ptc number and ptc results added. Text was amended accordingly.

Event description:
Inability to straight her leg [joint range of motion decreased], swelling [swelling nos], stiffness [stiffness], pain [pain nos] . Case narrative: the case is linked with (B)(4) (multiple device). Initial information received on 13-feb-2020 from united states regarding an unsolicited valid serious case received from other health professional. This case involves a 51 years old female patient who experienced inability to straight her leg, swelling, stiffness and pain, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. On an unknown date, the patient received first of the series injections of hylan g-f 20, sodium hyaluronate (lot: 9rsp012a, 31-may-2022) (dose, frequency, route, indication: unknown) and then received a second injection of hylan g-f 20, sodium hyaluronate bilaterally (site not provided). After the first injection, patient had no problems. On an unknown date after the second injection, (latency: 2 days) patient experienced inability to straight her leg, swelling in right knee, stiffness in right knee and pain in right knee. Intervention was required for all the events. As a corrective treatment, patient received methylprednisolone (medrol dosepak) and that helped relieve her symptoms on an unknown date. The healthcare professional informed that patient would not be continuing the series of injections. Action taken: drug withdrawn for all events. Corrective treatment: methylprednisolone (medrol dosepak) for all events. Outcome: recovered/resolved for all events. A product technical complaint was initiated with global ptc number 100023421 and results were pending for the same. Follow up information received on 13-feb-2020 from other healthcare professional. Global ptc number was added. Additional information was received on 21-feb-2020 from healthcare professional. Lot number for the suspect was updated. Clinical course updated. Text amended according.

Event description:
Inability to straight her leg [joint range of motion decreased]. Swelling [swelling nos]. Stiffness [stiffness]. Pain [pain nos]. Case narrative: the case is linked with (B)(4) (multiple device). Initial information received on 13-feb-2020 from united states regarding an unsolicited valid serious case received from other health professional. This case involves a (B)(6) years old female patient who experienced inability to straight her leg, swelling, stiffness and pain, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. On an unknown date, the patient received first of the series injections of hylan g-f 20, sodium hyaluronate (lot: 9rsp01a, 31-may-2022) (dose, frequency, route, indication: unknown) and then received a second injection of hylan g-f 20, sodium hyaluronate bilaterally (site not provided). After the first injection, patient had no problems. On an unknown date after the second injection, (latency: 2 days) patient experienced inability to straight her leg, swelling in right knee, stiffness in right knee and pain in right knee. As a corrective treatment, patient received methylprednisolone (medrol dosepak) and that helped relieve her symptoms on an unknown date. The healthcare professional informed that patient would not be continuing the series of injections. Action taken: drug withdrawn for all events. Corrective treatment: methylprednisolone (medrol dosepak) for all events. Outcome: recovered/resolved for all events. A product technical complaint was initiated and results were pending for the same.